Event description:
Complainant alleged that while attempting to pace a pt in asthmatic arrest/asystole, the pacer output knob turned, but the output rate remained zero. The clinicians were able to obtain another device to pace the pt. The pt subsequently expired. The complainant indicated that the pt outcome was not as a result of the reported malfunction.